Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "device not as straight as it was supposed to be, but was bent in the middle". The patient's medical history included parity 2. On (B)(6) 2016, the patient had essure inserted. In 2020, the patient experienced pelvic pain (seriousness criterion intervention required), headache ("headaches"), groin pain ("groin pain"), pain in extremity ("leg and foot pain"), fatigue ("fatigue"), muscular weakness ("muscle weakness"), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("severe menstrual cramps"), menstrual disorder ("menstrual cycle changes"), autoimmune disorder ("autoimmune disease"), urinary tract infection ("urinary tract infection"), dyspareunia ("dyspareunia (painful intercourse)"), loss of libido ("loss of libido"), alopecia ("hair loss"), madarosis ("loss of eyelashes / loss of eyebrows"), onychoclasis ("weakening of nails") and tooth disorder ("weakening of teeth") and was found to have hormone level abnormal ("hormonal problems"). On an unknown date, the patient was found to have uterine cancer ("suspected of uterine cancer, as a biopsy revealed a high-grade lesion on her uterus"). The patient was treated with surgery (essure removal via full hysterectomy in 2020). Essure was removed in 2020. At the time of the report, the pelvic pain, headache, groin pain, pain in extremity, fatigue, muscular weakness, genital haemorrhage, dysmenorrhoea, menstrual disorder, autoimmune disorder, urinary tract infection, dyspareunia, loss of libido, hormone level abnormal, alopecia, madarosis, onychoclasis, tooth disorder and uterine cancer outcome was unknown. The reporter considered alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, hormone level abnormal, loss of libido, madarosis, menstrual disorder, muscular weakness, onychoclasis, pain in extremity, pelvic pain, tooth disorder, urinary tract infection and uterine cancer to be related to essure. The reporter commented: patient did not have an easy time at the hospital getting surgery to remove essure. The hospital initially refused to perform a hysterectomy. She had to insist for a very long time and was finally able to undergo a full hysterectomy in 2020 at the age of (B)(6) because her uterus had a high-grade lesion. This lesion would have developed into cancer with a high probability. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: a high-grade lesion on her uterus. X-ray - on an unknown date: showed that the iud was not as straight as it was supposed to be, but was bent in the middle. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-feb-2022: the follow information were include patient's details, medical history, lab data, stop date, headache, groin pain, leg pain, fatigue, muscle weakness, genital bleeding, menstrual cycle abnormal, menstrual cramp, autoimmune disorder, urinary tract infection, dyspareunia, loss of libido, hormonal imbalance, hair loss, madarosis, brittle nails, disorder tooth, uterine cancer, device shape alteration, previous event adverse reaction was updated to pelvic pain female, case level incident category upgrade to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "device not as straight as it was supposed to be, but was bent in the middle". The patient's medical history included parity 2. On (B)(6) 2016, the patient had essure inserted. In 2020, the patient experienced pelvic pain (seriousness criterion intervention required), headache ("headaches"), groin pain ("groin pain"), pain in extremity ("leg and foot pain"), fatigue ("fatigue"), muscular weakness ("muscle weakness"), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("severe menstrual cramps"), menstrual disorder ("menstrual cycle changes"), autoimmune disorder ("autoimmune disease"), urinary tract infection ("urinary tract infection"), dyspareunia ("dyspareunia (painful intercourse)"), loss of libido ("loss of libido"), alopecia ("hair loss"), madarosis ("loss of eyelashes / loss of eyebrows"), onychoclasis ("weakening of nails") and tooth disorder ("weakening of teeth") and was found to have hormone level abnormal ("hormonal problems"). On an unknown date, the patient was found to have uterine cancer ("suspected of uterine cancer, as a biopsy revealed a high-grade lesion on her uterus"). The patient was treated with surgery (essure removal via full hysterectomy in 2020). Essure was removed in 2020. At the time of the report, the pelvic pain, headache, groin pain, pain in extremity, fatigue, muscular weakness, genital haemorrhage, dysmenorrhoea, menstrual disorder, autoimmune disorder, urinary tract infection, dyspareunia, loss of libido, hormone level abnormal, alopecia, madarosis, onychoclasis, tooth disorder and uterine cancer outcome was unknown. The reporter considered alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, hormone level abnormal, loss of libido, madarosis, menstrual disorder, muscular weakness, onychoclasis, pain in extremity, pelvic pain, tooth disorder, urinary tract infection and uterine cancer to be related to essure. The reporter commented: patient did not have an easy time at the hospital getting surgery to remove essure. The hospital initially refused to perform a hysterectomy. She had to insist for a very long time and was finally able to undergo a full hysterectomy in 2020 at the age of 33 because her uterus had a high-grade lesion. This lesion would have developed into cancer with a high probability. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: a high-grade lesion on her uterus. X-ray - on an unknown date: showed that the iud was not as straight as it was supposed to be, but was bent in the middle. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pelvic [pelvic pain female] perforation of internal organs [perforation of organ] headaches [headache] groin pain [groin pain] leg and foot pain [leg pain] fatigue [fatigue] muscle weakness [muscle weakness] abnormal bleeding [genital bleeding] severe menstrual cramps [menstrual cramp] menstrual cycle changes [menstrual cycle abnormal] autoimmune disease [autoimmune disorder] urinary tract infection [urinary tract infection] dyspareunia (painful intercourse) [painful intercourse] loss of libido [loss of libido] hormonal problems [hormonal imbalance] hair loss [hair loss] loss of eyelashes / loss of eyebrows [madarosis] weakening of nails [brittle nails] weakening of teeth [disorder tooth] suspected of uterine cancer, as a biopsy revealed a high-grade lesion on her uterus [uterine cancer] device not as straight as it was supposed to be, but was bent in the middle [device shape alteration] gynecological complications [female reproductive tract disorder] allergic reactions to nickel in its composition [nickel allergy]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of pelvic pain ("chronic pelvic") and perforation ("perforation of internal organs") in a 31-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device shape alteration ("device not as straight as it was supposed to be but was bent in the middle"). The patient had a medical history of parity 2. On (B)(6)2016, the patient had essure inserted. In 2020 she experienced pelvic pain (seriousness criterion intervention required), headache ("headaches"), groin pain ("groin pain"), pain in extremity ("leg and foot pain"), fatigue ("fatigue"), muscular weakness ("muscle weakness"), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("severe menstrual cramps"), menstrual disorder ("menstrual cycle changes"), autoimmune disorder ("autoimmune disease"), urinary tract infection ("urinary tract infection"), dyspareunia ("dyspareunia (painful intercourse)"), loss of libido ("loss of libido"), alopecia ("hair loss"), madarosis ("loss of eyelashes / loss of eyebrows"), onychoclasis ("weakening of nails") and tooth disorder ("weakening of teeth") and was found to have hormone level abnormal ("hormonal problems"). On unknown date she experienced perforation (seriousness criterion medically important), female reproductive tract disorder ("gynecological complications") and allergy to metals ("allergic reactions to nickel in its composition") and was found to have uterine cancer ("suspected of uterine cancer, as a biopsy revealed a high-grade lesion on her uterus"). The patient was treated with surgery (essure removal via full hysterectomy in 2020). Essure was removed on an unknown date in the same year. At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, female reproductive tract disorder, genital haemorrhage, groin pain, headache, hormone level abnormal, loss of libido, madarosis, menstrual disorder, muscular weakness, onychoclasis, pain in extremity, pelvic pain, perforation, tooth disorder, urinary tract infection and uterine cancer to be related to essure administration. The reporter commented: patient did not have an easy time at the hospital getting surgery to remove essure. The hospital initially refused to perform a hysterectomy. She had to insist for a very long time and was finally able to undergo a full hysterectomy in 2020 at the age of 33 because her uterus had a high-grade lesion. This lesion would have developed into cancer with a high probability. Information reported by the lawyer: unknown date: brazilian patient. The patient is the victim of damages caused by the acquisition and use of the essure contraceptive device. The patient, in good faith (as reported), chose to use the essure device as a permanent sterilization method and, over time, began to suffer a series of medical damages and adverse consequences that may have been directly caused by the use of this device. The damages include (but are not limited to): gynecological complications, allergic reactions to nickel in its composition, chronic pain, abnormal bleeding, perforation of internal organs, among others. None of the patients had unequivocal knowledge of the harm caused by the essure device due to the lack of conclusive medical opinions regarding the origin and extent of the individual harms. The patient seeks compensation for the damages (unspecified) eventually suffered. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): a high-grade lesion on her uterus [x-ray] (date unknown): showed that the iud was not as straight as it was supposed to be but was bent in the middle. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2024: medical record received. New events gynecological disorder, perforation & nickel allergy were added. New reporters (lawyer) added. Indication added for suspect product. Annex e & f codes updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pelvic [pelvic pain female], perforation of internal organs [perforation of organ], headaches [headache], groin pain [groin pain], leg and foot pain [leg pain], fatigue [fatigue], muscle weakness [muscle weakness], abnormal bleeding [genital bleeding] , severe menstrual cramps [menstrual cramp], menstrual cycle changes [menstrual cycle abnormal] , autoimmune disease [autoimmune disorder] , urinary tract infection [urinary tract infection] , dyspareunia (painful intercourse) [painful intercourse] , loss of libido [loss of libido], hormonal problems [hormonal imbalance], hair loss [hair loss] , loss of eyelashes / loss of eyebrows [madarosis], weakening of nails [brittle nails] , weakening of teeth [disorder tooth] , suspected of uterine cancer, as a biopsy revealed a high-grade lesion on her uterus [uterine cancer] . Device not as straight as it was supposed to be, but was bent in the middle [device shape alteration] , gynecological complications [female reproductive tract disorder] , allergic reactions to nickel in its composition [nickel allergy] . Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of pelvic pain ("chronic pelvic") and perforation ("perforation of internal organs") in a 31-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device shape alteration ("device not as straight as it was supposed to be but was bent in the middle"). The patient had a medical history of parity 2. On (B)(6)2016, the patient had essure inserted. In 2020 she experienced pelvic pain (seriousness criterion intervention required), headache ("headaches"), groin pain ("groin pain"), pain in extremity ("leg and foot pain"), fatigue ("fatigue"), muscular weakness ("muscle weakness"), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("severe menstrual cramps"), menstrual disorder ("menstrual cycle changes"), autoimmune disorder ("autoimmune disease"), urinary tract infection ("urinary tract infection"), dyspareunia ("dyspareunia (painful intercourse)"), loss of libido ("loss of libido"), alopecia ("hair loss"), madarosis ("loss of eyelashes / loss of eyebrows"), onychoclasis ("weakening of nails") and tooth disorder ("weakening of teeth") and was found to have hormone level abnormal ("hormonal problems"). Essure was removed on an unknown date in the same year. On unknown date she experienced perforation (seriousness criterion medically important), female reproductive tract disorder ("gynecological complications") and allergy to metals ("allergic reactions to nickel in its composition") and was found to have uterine cancer ("suspected of uterine cancer, as a biopsy revealed a high-grade lesion on her uterus"). The patient was treated with surgery (essure removal via full hysterectomy in 2020). At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, female reproductive tract disorder, genital haemorrhage, groin pain, headache, hormone level abnormal, loss of libido, madarosis, menstrual disorder, muscular weakness, onychoclasis, pain in extremity, pelvic pain, perforation, tooth disorder, urinary tract infection and uterine cancer to be related to essure administration. The reporter commented: patient did not have an easy time at the hospital getting surgery to remove essure. The hospital initially refused to perform a hysterectomy. She had to insist for a very long time and was finally able to undergo a full hysterectomy in 2020 at the age of 33 because her uterus had a high-grade lesion. This lesion would have developed into cancer with a high probability. Information reported by the lawyer: unknown date: brazilian patient. The patient is the victim of damages caused by the acquisition and use of the essure contraceptive device. The patient, in good faith (as reported), chose to use the essure device as a permanent sterilization method and, over time, began to suffer a series of medical damages and adverse consequences that may have been directly caused by the use of this device. The damages include (but are not limited to): gynecological complications, allergic reactions to nickel in its composition, chronic pain, abnormal bleeding, perforation of internal organs, among others. None of the patients had unequivocal knowledge of the harm caused by the essure device due to the lack of conclusive medical opinions regarding the origin and extent of the individual harms. The patient seeks compensation for the damages (unspecified) eventually suffered. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): a high-grade lesion on her uterus [x-ray] (date unknown): showed that the iud was not as straight as it was supposed to be, but was bent in the middle. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.